Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis, the reported issue could not be verified. Service replaced the software as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump malfunctioned, could not get it to start delivering and it exhibited alarm with no messages on the display. No adverse effects were reported.

Manufacturer narrative:
A1-4, b3, b5, h6: additional information.

Event description:
Information was received that incident had no patient involvement, and was reported to be resolved.